Event description:
Area salesperson (B)(4) reports the hanarostence caused perforation in the stomach of a patient. The caller had answered "no" to the pae question on was there a death, injury, or infection. Area salesperson (B)(4) reports the hanarostence with part number ecba-20-120-180 with lot #20060968 was implanted to the esophagus of the patient and it had migrated into the stomach, the stance in term cause a pneumoperitoneum. Dr. (B)(6) had also found a perforation in the stomach and he close it off with two clips.

Manufacturer narrative:
This report is being submitted as an initial MDR by the manufacturer. The distributor also submitted a report (reference no:2429304-2025-00159). Based on the description, this case involves the stent issue (stent fracture) of an esophageal stent. As the product cannot be retrieved, the follow-up report will be prepared based on theoretical analysis and a review of the device history record (DHR). The initial MDR submission was delayed because m.i.tech was not aware that distributors had independently submitted mdrs, as several notifications were sent to an inactive email address and no internal process yet existed to routinely verify distributor-submitted reports. This gap has now been addressed through olympus staff retraining, initiation of a CAPA, and m.i.tech's implementation of a regular review process to ensure timely identification of MDR-reportable events.

Event description:
Area salesperson (B)(6) reports the hanarostence caused perforation in the stomach of a patient. The caller had answered "no" to the pae question on was there a death, injury, or infection. Area salesperson (B)(6) reports the hanarostence with part number ecba-20-120-180 with lot #20060968 was implanted to the esophagus of the patient and it had migrated into the stomach, the stance in term cause a pneumoperitoneum. (B)(6) had also found a perforation in the stomach and he close it off with two clips.

Manufacturer narrative:
This follow-up report is intended to correct the coding terms that were either incorrectly entered or omitted in the previous report. Based on the description, this case involves the stent issue (stent fracture, migration) of an esophaseal stent. As the product cannot be retrieved, the follow-up report will be prepared based on theoretical analysis and a review of the device history record (DHR).